Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure due to the patient not being happy with the refractive outcome. Reportedly, there was no incision enlargement, no sutures and no patient injury. Another lens, same model, was implanted. No further information was provided.

Manufacturer narrative:
Device evaluation the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the lens was cut in two pieces, most probably to make explant possible. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal or explant process''. The reported issue as ¿unexpected postop refraction¿ could not be confirmed on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. Results of the optical measurement performed at final inspection were reviewed. The optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, escalation, documentation or labeling change is required. Abbott medical optics will continue to monitor this type of complaints all pertinent information available to the manufacturer has been submitted.